Event description:
Pt had completed dialysis. Pt had low bp and was waiting for bp to stabilize. The nurse packed the arterial side of cath and moved to the venous side packed and clamped. The nurse stated "she had to hold with her fingers because the clamps were not working." Pt was standing felt dizzy and fell to the chair. Pt coded. Pt was treated for air emboli. Pt later died.